Event description:
The customer alleged volumes were out of spec. The factory svc technician performed neccessary testing and verified the reported problem, inspected the device and replaced the cup seal. The unit passed extended svc testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.